Event description:
It was reported that during the procedure to treat a lesion in the heavily calcified and tortuous mid right coronary artery, the co-pilot was connected to the guide catheter. A prowater flex guide wire was inserted through the co-pilot; however, it was difficult to get the guide wire to pass through the co-pilot. The physician tried to open up the valve of the co-pilot in order to advance the guide wire, but was unable to get the guide wire to pass through. A crack was then noted in the co-pilot and an air bubble entered the patient anatomy. No treatment was provided and the patient was observed for any adverse effects. None were noted and the air bubble dissipated. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cracks and difficulty positioning were not confirmed. The reported air embolism could not be replicated in a testing environment, as it was based upon operational circumstances. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complain-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.